Manufacturer narrative:
(B)(4). The affected syringe pump module administration set and extension sets have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Clinician reported a leak at the connections of the administration set and extension set. The infusion had been running for 2 days when fluid from a leak was noticed on the floor. There was no report of pt harm or medical intervention. Although, requested, no add'l event or pt info provided by the user. Programming: drugs: milrinone connected into presidex downstream. Rates: unk.